Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all of the information stored under the patient information for the implantable pulse generator (ipg) was noted to have question marks instead of data. The patient was undergoing radiation treatments in their chest area. They were able to add all patient data to the device storage. The device remains in use. No patient complications have been reported as a result of this event.